Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pain stimulator is not working. Caller stated that pt missed having one charge because the patient had an event and they were out of town. When they came back today, they plugged everything in and the controller was at 100% and the implant was also at 100%. Agent had caller unlock the controller and saw stimulation off. Patient service specialist walked caller through turning stimulation back on and reviewed on/off button. Agent also reviewed implant battery depletion is dependent on usage and settings. Caller then stated that since day of implant (B)(6) 2019, the pt has never felt stimulation and pt is always in pain. Agent asked - pt stated they never spoke to doctor about the issue. Agent reviewed pt can try to increase intensity on controller but they said they feel more comfortable speaking to the doctor first. Caller mentioned that they were under the impression that the stimulator was implanted to keep the pain from getting worse. Agent reviewed external equipment is functioning correctly, role of rep, and recommended pt to follow up with hcp to further discuss not feeling stimulation and the pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.